Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking . The following information was received by the initial reporter with the following verbatim. It was reported by customer that the patient had noticed her vest and blanket were wet.

Event description:
No additional information.

Manufacturer narrative:
Updated investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
Additional information: the first chemo leak came from the texium cap that was connected to the patient's needless connector. The second leak came from the clear clave behind the green texium cap.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.